Event description:
A pt underwent surgery in 2002. Resection of abdominal aortic aneurysm, aorta iliac bypass graft, exploratory laparotomy central/incisional herniorrhaphy, extrinsic "loa". At conclusion of surgery, skin slough noted at cautery ground site with infiltration of blood under the skin. Blood oozing from skin slough site. Pt had received 3500 units IV heparin during surgery.